Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain one of five of peritoneal dialysis therapy. It was noted that the patient had drain 35ml of an expected 2001ml at the time of the alarm. This was the second time the patient had received the alarm during their treatment that night. The peritoneal dialysis registered nurse (pdrn) attempted to bypass the alarm but the message reappeared. The pdrn reboot the cycler and the patient drained an additional 2ml before the alarm once again reoccurred. The technical support representative advised the peritoneal dialysis registered nurse to cancel the treatment. Upon removing the supplies, the pdrn noticed that there was fluid leaking from the cycler door. The technical support representative advised the pdrn to discontinue use of the cycler. It was unknown if manual supplies were available to complete the patient¿s treatment. There has been no report of patient injury or medical intervention resulting from the reported leak. Upon contacting the facility, additional information could not be obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. During the DHR review, evidence of fluid intrusion found in the mushroom head. No burrs or sharp edges were found in the cassette area that may puncture the cassette membrane. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.